Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 476 mg/dl at the time of incident and the current blood glucose of the patient was 385 mg/dl, 276 mg/dl. Customer stated the other blood glucose value was 430 mg/dl. Customer treated with manual injection. The customer was treated with food. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.